Manufacturer narrative:
Additional information was received that the reason for replacement was severe aortic insufficiency caused by a complete tear of the non-coronary leaflet. It was reported that the patient was in fulminant congestive heart failure with 2 l of fluid in both pleural spaces. Of note, it was reported that the aortic valve potentially showed signs of a previous infection. The explanted valve was cultured and no active infection was found on the valve. No additional adverse patient effects were reported. B7: relevant history added d10: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 7 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic product. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed damage to the sewing ring distal to the non-coronary cusp, likely a result of the explant process. The valve was distorted, slightly oval shaped. The non-coronary cusp was in the closed position with a gap in the coaptive ridge between the non-coronary cusp and left cusp. Deterioration to the right cusp and left cusp resulted in leaflets overlapping in the closed position. All leaflets were slightly stiff but flexible except where calcification was present. Severe tissue deterioration due to visible calcification was observed on the right cusp and left cusp. Extrinsic and intrinsic calcification was observed on the right and left cusps, which was verified with radiography. Extensive calcification was observed on the right/left commissural area including the right/left inferior coaptive area. An extrinsic calcification nodule was noted on the lunula of the non-coronary cusp of the right/non-coronary commissure. The left/non-coronary commissure appeared intact. Remnant off-white pannus remained attached to the sewing ring adjacent to the right cusp. An unknown amount of pannus may have been removed during explant. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to insufficiency. Calcification would be one of the common causes for these mechanisms. Calcification is a patient-related condition where excessive calcium build up occurs and impedes the natural movements of the device, causing excessive wear and tear. H3: device evaluated? Updated h6: coding updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.